Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR review identified the following: product code 150680004, work order 9557444 was manufactured on the 08 july 2020. 20 parts were manufactured per specification and all raw material met specification. There were no non-conformances (nc) found to be associated with work order 9557444. There were no scrap parts found to be associated with work order 9557444. There was no reprocessing associated with work order 9557444.

Manufacturer narrative:
H7 and h9: recall number provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has an attune knee. During the opening of the implants, the tibial tray was nor removable from the packaging. The inner box was not able to be removed from the outer box by the surgical tech. The component had to be removed from the inner box by the tech, this was difficult and it was hard to maintain sterility. The box is being returned for evaluation. Doe: (B)(6) 2020 right knee.